Event description:
It was reported that, "pt complained of pain."

Manufacturer narrative:
If additional info becomes available then it will be submitted in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat# 2041c-2854, lot# 56754801, description: crossfire 10 deg insert. Cat# 06-2800, lot# 56068301, description: c-taper cocr lfit head 28mm/0. Cat# 2072-0054, lot# lv3055, description: dual geo.m/s screwless cup 54mm. It cannot be determined which, if any of these devices may have caused or contributed to the pt's pain.